Event description:
A customer contacted beckman coulter inc. (Bci) in regards to liquid leaked from the mixers on the reaction carousel cover. No injury or harm was reported.

Manufacturer narrative:
A bci field service engineer (fse) inspected the instrument and discovered the following: clogged up wash station for the probes and mixer paddles. Cracked cuvettes. Fse removed and cleaned the wash station and cuvettes. Performed instrument qc which passed. Fse verified repairs per established procedures. Results meet published performance specifications.